Event description:
It was reported that, far field r- wave oversensing due to fusion and under-sensing which resulted in pacing inhibition were observed on the device. Additionally, noise was observed on the atrial channel of the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable and will continue to be monitored.